Event description:
Patients caregiver said that there was a lump in the middle of the mattress. Disassembled mattress, inspected and performed function check. No problems found. While checking air filter the bed lost all frame operating power. Pcb not functioning. Replaced pcm.